Manufacturer narrative:
(B)(4). The patient was reported to be deceased on (B)(6) 2022 from "complications due to patient's condition to hospital admission". "Sickness complications" contributed to the patient's death. Associated MDR#s 9680794-2022-00807.

Event description:
The complaint is reported as: "clinical staff reports that the guidewire is too thin and twisted on several sides, not allowing the insertion needle to pass. The insertion needle became too kinked due to flexibility, preventing the placement of the central venous catheter that was already located in the patient's vein." It was reported there was no health consequence. A peripheral IV was placed instead.

Manufacturer narrative:
Qn# (B)(4). The patient was reported to be deceased on (B)(6) 2022 from "complications due to patient's condition to hospital admission". "Sickness complications" contributed to the patient's death. Associated MDR#s 9680794-2022-00807 and 9680794-2022-00808 it was reported that the actual device was not available for return; however, the customer provided ten photos for analysis. Two images show the defective dilator tip, while six images show the defective guide wire. Visual analysis revealed that the dilator tip was split/frayed, which is damage consistent with undue force applied during insertion. Despite confirming damage to both the dilator and guide wire, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of damaged dilator tip was confirmed by visual inspection of the customer supplied photos. The customer provided several photos which show a used guidewire and dilator. The dilator tip appeared to be split/frayed. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "clinical staff reports that the guidewire is too thin and twisted on several sides, not allowing the insertion needle to pass. The insertion needle became too kinked due to flexibility, preventing the placement of the central venous catheter that was already located in the patient's vein." It was reported there was no health consequence. A peripheral IV was placed instead.